Event description:
It was reported that during a lap cholecystectomy procedure, once the device was fired, the clips were ejected open. The procedure was carried out by using a new other device. No adverse patient consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.